Event description:
It was reported that upon reviewing the remote transmission, an episode of oversensing was noted with the right ventricular (rv) lead which led to at least one, two second pause. It was further reported that reprogramming was performed due to the patient's long intrinsic atrio-ventricular delay. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.